Event description:
Meter would not power on. The pt had not tested for approx one week. On the day of the event, the pt reported feeling dizzy. Pt ate a snack and drank soda. Pt reported that a few days earlier, pt visited physician for a new prescription of insulin. Pt ran out of insulin and had not taken it for about 1 week. At the physician's appointment, the pt's blood glucose was tested and the result was 500 mg/dl. The pt reported feeling dizzy. The battery was correctly installed and less than 1 year old. The battery contacts were also in good condition. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. The pt stopped taking insulin, which most likely had an effect on the pt'g blood gucose levels. A replacement meter has been sent.a